Event description:
The initial reporter questioned high results for multiple patient samples tested for sodium electrode (na) on a cobas 6000 c (501) module. An example of a discrepant high result was provided for 1 patient sample. The initial result was > 180 mmol/l. The repeat result was 139 mmol/l. No questionable results were reported outside of the laboratory.

Manufacturer narrative:
The c501 module serial number was (B)(6). The customer replaced the electrodes, performed air purges, instrument checks, and replaced the reagents; however, the issue was not resolved. Qc was acceptable.

Manufacturer narrative:
Section d, device identification, was updated. Relevant fields of sections d and g were updated. The na electrode lot number and expiration date were not provided. Calibration and qc were acceptable. The field service engineer (fse) found that the rinse mechanism nozzle was leaking due to pinched vacuum tubing. The fse rerouted the vacuum tubing to allow proper flow. Mechanism checks and precision testing were acceptable. The investigation determined the event was due to a maintenance issue.